Manufacturer narrative:
During a diagnostic test run, a battelle critical care decontamination system ccds worker reported the ccds bioquell unit hose connector had a small fluid leak of h2o2 at an internal coupling leading to the h202 bottle (less than a cup spilled onto the floor). The ccds worker tightened the coupling eliminating the fluid leak and the unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
During a diagnostic test run, a battelle critical care decontamination system ccds worker reported the ccds bioquell unit hose connector had a small fluid leak of h2o2 at an internal coupling leading to the h202 bottle (less than a cup spilled onto the floor). There was no report of injury.